Event description:
"Dr reports in his fax that the plateau is insufficient." Upon receipt of the device it was noted that the poly insert showed wear. The issue of the plateau is unclear and no additional info is available.